Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The day before the patient expired, the patient experienced a syncopal episode and it was noted that there was loss of ventricular capture. The patient was flown to the hospital by helicopter. As the patient was being transported from the helicopter pad to the emergency department, the patient experienced cardiopulmonary arrest. Cardiopulmonary resuscitation efforts were performed for approximately fifteen minutes. The cardiologist performed a device interrogation and noted there was no ventricular capture at maximum output. A temporary implantable pulse generator (ipg) was successfully placed. After the patient was transferred to the intensive care unit, another device interrogation was performed. The threshold had improved and ventricular capture was obtained. All measurements were within normal limits except an acute rise in the ventricular threshold was noted. The output for the right ventricular (rv) lead had been below the threshold set by the last capture management test performed. The cardiologist believed the threshold rise may be due to medication or an underlying medical issue such as sepsis or metabolic acidosis. After the interrogation, the ipg was set to vvi 70 with maximum output. Follow up with the physician found the cause of the rise in the lead threshold and loss of capture was unable to be determined prior to the patient passing away. The patient passed away the next day. An autopsy was not performed. The physician noted the cause of death to be a transient loss of pacemaker capture for unclear reasons.